Manufacturer narrative:
One infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. Device was powered on and cassette was attached. It began alarming no cassette attached. The customer's complaint was verified, and the root cause was determined the faulty dso sensor. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a smiths medical cadd solis vip had a continous cassette not attached alarm. No patient injury resulted.

Manufacturer narrative:
The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.